Event description:
It was reported that patient received inappropriate therapy for an svt with rvr. Tse reviewed the device episodes and noticed that all the svt discriminators were on passive with morphology, sih and sudden onset indicating svt. Clinically resolved by adjusting svt detect criteria.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.